Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl due to pump basal setting was set too high. Customer adjusted setting to address bg.